Event description:
It was reported that the pt experienced burning below her stimulator (ipg) when stimulation was turned on. The pt reported that she typically used her stimulator continuously, but turned it off for a few mins to see if the sensation discontinued (results not reported), but she did not keep it off for longer periods. The pt described the pain as burning, shooting, stabbing, tingling, heaviness, pressure, deep, throbbing, and aching. The pain was aggravated by bending, twisting, lifting, and daily activities; and improved with medication and rest. The pt reported no bladder or bowel dysfunction. The pt also reported bilateral weakness of her arms and legs, and numbness in her right arm and both legs. The pt reported that her pain had improved somewhat, with a pain scale rating at best 7/10 and at worst 10/10. At the time of the report, the pt rated her pain as 10/10. The pt also reported improvement in activities of daily living. Physical examination revealed that the pt had an antalgic gait and ambulated with a cane. The ipg was readily palpated in the abdomen with no evidence of fluid collection. The exam also revealed that the pt's lower extremity symptoms were improved since the previous office visit (date not reported). The pt's stimulator was examined and was operating appropriately. The pt was instructed by the hcp to try using lidoderm #60 at the ipg site for the burning sensation. The pt was also instructed to turn stimulation off for at least one hr in an attempt to determine if the burning sensation is truly associated only with stimulation. No explant, revision, or replacement was anticipated. Reference MFR report # 6000153200801813, 6000153200801814.